Manufacturer narrative:
Customer states she scanned the calibration card successfully and system displayed the correct lot and expiration date on the screen (lot 0595, exp 07/2014). Technician realized she had forgotten to print it. She proceeded into recall results and only one lot number was listed (0595). The expiration date for the lot now listed as one month later (08/2014) than the actual expiration date. Customer exited to the home screen and rescanned the calibration card. It displayed on the screen with exp 07/2014, the correct date. She recalled the result, there was still only one lot in the calibration memory and the date was listed as 08/2014, one month later than the actual expiration date. Manufacturer is investigating.

Event description:
Customer reports that the calibration card's expiration date is different on the card vs. The instrument's memory. No report of injury with the event.